Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone11.8, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hour of pod wear on the arm, accompanied by symptoms including nausea, shortness of breath, bloody vomiting, and a sensation of paralysis, as if they were unable to move. The patient was transported to the hospital by ambulance and was subsequently admitted. The pod was removed by paramedics during transport. The patient reported receiving a diagnosis of stroke, which was reportedly related to the elevated blood glucose levels. No specific blood glucose values were provided. Treatment during hospitalization included insulin injections. The patient remained hospitalized for approximately five days and was discharged on (B)(6) 2026, after which he was admitted to a rehabilitation center for therapy to relearn how to walk. At the time of reporting, the patient remained in the rehabilitation center, and no anticipated discharge date was provided. The patient's diabetes is currently being managed with insulin injections.